Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the antirotation screw and the bolt were received in a dismantled condition. On the antirotation screw are wear marks visible. No other visual damage could be observed at the antirotation screw . The function test at zuchwil customer quality was conducted with the result that the antirotation screw could be locked / unlocked in the bolt as per design intended. It was possible to attach the implants together without any issues as required. The complaint is confirmed as the attached x-rays could be verified as implant migration. But the complaint is rated as unconfirmed for this antirotation screw based that the screw is functional as required. We cannot determine the exact root cause of the complained issue "implant migration". By the x-rays review it seems that the antirotation screw and the bolt is locked as intended. Finally we are based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that there was a complication during the healing process that caused this problem. Postoperative activities of the patient and a possible instability of the fracture situation (poor bone density) may have played a certain role, too. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues of femoral neck system (fns) migration can be made. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.168.490s, lot: l712423, manufacturing site: grenchen, release to warehouse date: 03.jan.2018, expiry date: 01.dec.2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant products updated: fns plate (part: 04.268.000, lot: 3l13196, quantity: 1), locking screw (part: 412.215, lot: l995943, quantity: 1), locking screw (part: 412.216, lot: 5l79710, quantity: 1), bolt for femoral neck system 90mm length-sterile (part: 04.168.290s, lot: l828736, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date is unknown within 2020. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for femoral neck fractures by using the fns (2-hole) implants. The surgery was successfully completed without any delay. After the surgery, the patient was stable and left the hospital on (B)(6) 2020. On (B)(6) 2020, the patient visited the hospital again because of pain, and the surgeon found in an x-ray that the fns implants had been cut out at the femoral neck. It was unknown if there was any schedule for removal surgery. Concomitant device reported: fns plate (part # 04.268.000s, lot # 3l13196, quantity 1), locking screws (part # 412.215s, lot # 1l46873, quantity 1), locking screws (part # 412.216s, lot # 5l94845, quantity 1). This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).